Manufacturer narrative:
Mfgers. Evaluations: although not always repeatable previous engineering analysis of silicone plug protrusions have been replicated under certain usage conditions where the connector is exposed to high back pressures. When pressure infusing set-ups/with microclave connectors and IV tubing the tubing sets slide clamp should be activated to minimize backflow and pressures that may result in a silicone seal protrusion. Investigations have also identified component damages can occur if the connector is accessed/mated with an incompatible mating device. It is unknown whether usage conditions may have contributed or compromised the microclave connector components which allowed the pediatric patient to remove the silicone plug. Findings: the involved 12568 connectors were not returned for analysis and confirmation. The exact causes of the component issue/event is unknown. Evaluation of the facilities video showing it was possible to forcibly remove / break the component under non-clinical usage conditions is inconclusive in identifying root cause of the actual reported event.

Event description:
Complaint received reporting component/plug separations with use of 12568 microclave connectors. The initial information received reports on two occasions a (B)(6) year old pediatric patient" ...removed the "center cannula". The patient was fine, no intervention was needed" no patient injuries. Additional relevant information specific to the events, device usage were unavailable. The 12568 devices were removed, replaced and were discarded. Follow up information obtained reports a packaged 12568 same lot sample was internally evaluated by the facilities staff. Under non-clinical conditions, a video was provided which showed they were able to forcibly remove/pull out the internal silicone plug component. Mfgers. Investigation: a review of the mfg. Lot build database for the reported lot# 48-777-sl (mfg. 12/2014) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot build.